Event description:
It was reported the pt experienced a shocking/jolting sensation when the device was turned on . No further symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.